Manufacturer narrative:
The customer indicated they would obtain a replacement battery. The battery was not returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
The customer contacted physio-control to report that during a patient event the device displayed a replace battery message. The device worked properly during the event and remained powered on. Later the customer checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. This issue is patient related; however, there was no adverse patient outcome. No further details about the patient was provided by the customer.